Event description:
The pt received the device "brand new" through a local charity who had received it through private donation. According to the MFR, the serial # indicates that the device was manufactured in 1994 and that the design has since been changed. The rptr states that the hand brakes and the inside wheel bolts are very sharp w/jagged edges and cause cuts to the user's fingers, hands, and ankles. The device also collapses even w/the locking mechanism on, causing the pt to fall. With each fall, the user has only sustained minor cuts and bruises, but they are concerned that others may have this device and may receive more serious injuries. In addition, the user states the hand brakes do not work adequately and the device continues to roll with the brake on. The rptr states that when they contacted the MFR they were instructed to take the product to a local vendor to be evaluated and that the MFR would replace or repair the product based on the vendor's recommendation regarding the safety of the device. After the rptr had done this and the vendor phoned the MFR to report the device as irreparable, the MFR has been giving the rptr the run-around by not returning calls, claiming ignorance of the claim, and finally the rptr states they were told that the co would do nothing unless the rptr could produce purchase paperwork.

Event description:
Add'l info rec'd from MFR 7/19/00: MFR would like to add the following info in regards to report. MFR spoke to rptr about the walker in question. Rptr told MFR that they received the walker as a donation from a local charity, and that they were having problems with it. Rptr could not give a date of purchase, or serial number to help identify the rollator given. 1. All of MFR's products carry a limited warranty. Tuffcare warrants the main frame of its freedom carts 2 series rollators against defects in material and workmanship for one year from the original date of purchase. All other parts and components have a six month warranty against defects in material and workmanship from the original date of purchase. 2. It is the responsibility of the dealer to fit their customer with the correct item to better fit the needs of their customer. When the dealer is fitting their customer the customer's weight and height will play a major role in the decision in what kind of product they will be placing their customer in. Entire product line is made for a specific user in mind. 3. Tuffcare sells thousands of these units every year, and to this date this has been the very first time MFR has encountered this specific problem with one of its units. The weight limit on rollators range from 220lbs to 280lbs, by knowing this info rptr would have been placed with the correct item for them. When rptr received the rollator from a local charity there was no indication that they were fitted by a physical therapist for the use of a rollator that has not met requirements of rptr's needs. MFR sympathizes with rptr's condition, but there is nothing they can do in regards to this specific matter.